Manufacturer narrative:
(B)(4). The investigation into this complaint in still in progress at the time of this report. The device has been received for evaluation, however the evaluation of said device in still in progress. A follow up report will be submitted at the conclusion of the device evaluation.

Event description:
Customer complaint alleges "the filter obstructs after a short time." Alleged issue reported as occurred during use. There was no report of patient impact or consequence. No report of required medical intervention. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the product was assembled correctly. Drop testing could not be conducted as the sample was returned wet. The instructions for use (IFU) mentions that filters should not be used with patients producing fulminating frothy secretions within their airways, or patients with hemoptysis. Replace filter immediately if soiled with secretion or otherwise obstructed. In addition, to prevent accumulation of condensation, position patient side connector of the filter should be higher than et connector. In the current manufacturing procedure, 100% leak testing and drop test sampling is conducted at the assembly area; thus, any defective product would be detected prior to release. The manufacturing facility also reports that ten pieces of the same catalog number in current production were taken to test the reported defect. All ten pieces passed visual examination and functional testing. Based on the investigation performed, the reported complaint that the filter was blocked could not be confirmed. It was determined that the filter was assembled correctly and drop testing could not be conducted as the sample was wet.

Event description:
Customer complaint alleges "the filter obstructs after a short time." Alleged issue reported as occurred during use. There was no report of patient impact or consequence. No report of required medical intervention. Patient condition reported as "fine".